Manufacturer narrative:
This report is submitted on 10 january 2020.

Event description:
Per the clinic, the patient had scabs under the processor and was treated with a topical cream (type not reported).